Event description:
It was reported that during a shoulder rotator cuff repair surgery, the twinfix ultra anchor got fractured when screwing-in for 1/3. All pieces were removed. The procedure was completed with a significant delay using a back-up device in the same bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, suture material and a fractured anchor were returned. The distal tip of the insertion device is deformed. There is debris on all returned components. A review of the customer provided image finds the complaint device, with a bent distal tip, fractured anchor and suture material. Based on the condition of the product material found during visual inspection, additional material testing is not required. The single, undated photo confirms the reported failure mode. However, it does not aid in determining the clinical root cause of the reported event. Per the complaint details, all of the pieces were removed from the patient. The procedure was completed with a delay of greater than 30 minutes, using a back-up device in same bone hole. No patient injury or other complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.